Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment, however, no moisture was observed behind the display. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture damage was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.